Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent bladder neck closure plus monti continent catheterization stoma plus insertion of suprapubic tube on (B)(6) 2012 due to incompetent bladder neck. It was reported that patient underwent bladder neck closure and continent abdominal stoma using a monti procedure on (B)(6) 2012 due to mesh failure plus bladder neck closure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 and (B)(6) 2013 including an ileal conduit and removal of mitrofanoff stoma.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to eroded urethral mesh. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding bowel problems, vaginal scarring and dyspareunia. It was also reported that patient underwent mesh revision/removal on (B)(6) 2009 and on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.